Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the needle was broken during acl surgery on (B)(6) 2018. The broken fragment was retrieved from the patient¿s body, so that there were no broken parts in the patient¿s body. It was brand new and the first use when the issue occurred. There was 90min. Surgical delay and no harm to the patient. Additional information from affiliate: when did needle break, while deploying the first implant or the second? No further information was provided. If it was the first implant, was it removed? No further information was provided. How was the procedure completed? No further information was provided. Please return the complaint device(s) as soon as possible. The device will be shipped to your site when ready.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. No root cause is available at this time. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device available for evaluation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Event description:
Additional information received on 10/30/2018. It was reported that the device will not be returned to site.